Event description:
A peritoneal dialysis (pd) patient reported that her cycler was making a loud grinding noise during her treatment. While troubleshooting she opened the cassette door and fluid came out. The patient contacted her pd nurse and was advised to switch to manual exchanges. During follow up with the patient's pd nurse it was reported that the patient's effluent was clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.